Manufacturer narrative:
Concomitant product #2: alaris pc carefusion pump; #3: carefusion smartsite infusion set. The user facility submitted medwatch (B)(4) for this event. (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow. This occurred after the set was connected to a non-baxter primary set for infusion of vancomycin. The setup was being used with a non-baxter infusion pump. There was no obvious damage observed to the set or packaging prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.